Event description:
It was reported that a device detachment occurred, resulting in an unretrieved device fragment. The patient was brought to the cardiovascular lab (cvl) for a planned percutaneous coronary intervention (pci) to the left main and circumflex coronary artery. The 90% stenosed target lesion was located in the left circumflex artery, obtuse marginal 1, and obtuse marginal 2. A rotawire drive was selected for use. During the procedure, when using the rotablator device, the tip of the wire fractured in the left coronary artery via a stent. The doctor crossed the cto in the circ with a wire and microcatheter, then swapped the cto wire for a rotadrive wire. A 1.5 mm rotapro burr was then used to modify the heavily calcified lesion. The circ/om was tortuous with a sharp angle into the lesion. During the final run of the atherectomy, the wire kinked and fractured in half. The burr and body of the rotawire were successfully removed, but the tip of the rotawire was left in the lesion. Attempts to snare the wire tip were unsuccessful, so decided to trap the wire against the vessel with a des stent. This was successful, and the procedure was completed with no additional injury to the patient. The patient, who was very sick, was followed in the hospital for several days due to multiple ailments other than pci.